Manufacturer narrative:
Section h1: correction from death to serious injury. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), remains in use. The hm3 lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including the recommended inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient passed away on (B)(6) 2019 due to withdrawal of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The information provided in the previous reported was determined to be incorrectly reported regarding the event. The account provided information pertaining to the incorrect patient. The correct information regarding the event was given on 19jun2019. The information reported in the inital report has been submitted under MFR number: 2916596-2019-02990.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient experienced a right mca distribution ischemic stroke. The patient returned to the operating room for a mediastinal washout due to bleeding on (B)(6) 2019. The cerebrovascular accident was noted one day post implant. At the time, no anti-coagulation was administered. Computed topography (CT) scan was preformed without contrast. The patient symptoms included left sided hemiparesis and right gaze deviation. On (B)(6) 2019, the patient underwent a right craniectomy. A new subgaleal hematoma was noted on (B)(6) 2019. The account reported care was withdrawn on 27mar2019 and the reported current status was recovering. No further information was reported.

Manufacturer narrative:
Approximate age of device: 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient the patient experienced a major neurological event. The account reported the clinical diagnosis was based off symptoms and not visualization. The patient device exchange was noted to be a possible cause. Computed topography (CT) was unrevealing. The patient symptoms during the event included hemiparesis, dysarthria. Ultimately, the patient's family decided to transition to hospice. Subsequently, the patient expired on a unknown date. Additional information was requested but not provided.